Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: october 24, 2014. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a routine instrument check before surgery, it was noted that the scale portion of the depth gauge did not move smoothly. The medical team cleaned and oiled the instrument but this did not help with the movement problem. Another depth gauge was prepared and used for the surgery. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. A device history record review was performed for the affected lot and its subcomponents, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product and its subcomponents related to the claimed failure were measured, and fulfill the specifications. The processed raw material was also checked for all subcomponents with the result, that the correct raw material was processed. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.